Event description:
It was reported that catheter entrapment occurred, causing perforation and the placement of a covered stent. The target lesion was located in the non-tortuous and moderately calcified left peroneal artery. An opticross 18 imaging catheter and a 200cm, 8cm v-18 control wire were selected for arterial intervention. During the procedure, the catheter became twisted and entangled with the wire, resulting in wire tip detachment. The physician could not remove the catheter from the wire, so both were taken out together. Consequently, contrast leaking was noted distal to the catheter, believing that the wire's movement might have caused a perforation in the peroneal artery. As a result, a covered stent was placed in the area of concern. The devices were completely removed from the patient's body, and the procedure was completed successfully. The patient fully recovered post-procedure.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that catheter entrapment occurred, causing perforation and the placement of a covered stent. The target lesion was located in the non-tortuous and moderately calcified left peroneal artery. An opticross 18 imaging catheter and a 200cm, 8cm v-18 control wire were selected for arterial intervention. During the procedure, the catheter became twisted and entangled with the wire, resulting in wire tip detachment. The physician could not remove the catheter from the wire, so both were taken out together. Consequently, contrast leaking was noted distal to the catheter, believing that the wire's movement might have caused a perforation in the peroneal artery. As a result, a covered stent was placed in the area of concern. The devices were completely removed from the patient's body, and the procedure was completed successfully. The patient fully recovered post-procedure. It was further reported that the detached tip was noted upon removal. It came out with everything else.